Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed for unintended movement requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds)(lot 20131r209) was advanced; however it was noted the cds was not steering in the right direction; therefore the device was removed. A second cds was advanced and deployed laterally, but the clip opened from 10 degrees to 30 degrees after deployment when the line was removed. There was residual mr of grade 3+ from the clip but the clip remained stable on the valve. A third clip was implanted to stabilize and further reduce mr, but had a single leaflet device attachment (slda), detaching from the anterior leaflet. A fourth clip was implanted to stabilize the slda clip. The fourth clip made contact with the third clip multiple times. The mr remained 4+ and the patient was sent to mitral valve replacement surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).